Manufacturer narrative:
Description: reservoir, 65 ml, pc/iz: model number: 72404155, serial number: (B)(4), expiration date: 12/01/2018, manufacturer date: 12/22/2016.

Event description:
It was reported the patient indicated that following the implant of an inflatable penile prosthesis, the device "never worked." This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report. Additional information received indicated the patient had his inflatable penile prosthesis removed due to fluid loss. A new inflatable penile prosthesis consisting of 19 cm x 12 mm cylinders, pump and reservoir were implanted.